Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the peek swivelock of the suture anchor, peek swivelock®, 3.5 mm x 15.8 mm, vented had broken off. The eyelet was detached and not returned with the device. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion. Per dfu-0087-12 rev 0, precautions, 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 1/30/2024, it was reported by an arthrex subsidiary employee via email that an ar-2325pslc suture anchor broke during insertion. All fragments were retrieved from the patient. The case was delayed 40 minutes, and no additional anesthesia was administered. The case was completed using another new ar-2325pslc suture anchor with no secondary procedure needed. This was discovered during an internalbrath ankle joint arthroscopy procedure on (B)(6) 2023.